Manufacturer narrative:
At this time the device has not been returned to boston scientific, (B)(4) for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) after approximately 66 months of implant. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.